Event description:
It was reported that a particulate matter was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This event occurred between (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from january 20, 2021 - january 21, 2021. H10: the device was received for evaluation. Unaided visual inspection along with magnification was performed with the fill port cap removed which did not did not identify any abnormalities that could have contributed to the reported condition. No particle matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.